Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a staple line leak, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e2108 due to the report of ¿staple line leak¿. Annex f updated to include f2302 for blood tranfusion. Annex a updated to include a050704 due to the report of ¿staple line leak¿ .annex g updated to include g0405214 as the complaint was against the staples.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The primary product- material number has been updated to provide corrected information.

Manufacturer narrative:
The site discarded the sureform stapler60 instrument and the reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs for the procedure date of (B)(6) 2021 has been performed. Logs indicate that sureform stapler60 instrument part number 480460-09, lot l90200319-0170 fired seven reloads (one green followed by six blue). All firings were completed per the logs. The first two firings had one pause for compression and the remaining firings had no pauses. There were no incomplete clamps in the procedure. No images or videos of the event were shared for review. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted a revision sleeve gastrectomy surgical procedure, the patient allegedly experienced internal bleeding. As a result, the patient underwent exploratory laparoscopic surgery. At that time, a staple line leak was identified, which was repaired with metal clips. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable.

Event description:
It was reported that after a da vinci-assisted a revision sleeve gastrectomy, the patient allegedly experienced internal bleeding. On 20-jan 2021, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the issue occurred after a revision sleeve gastrectomy performed on (B)(6) 2021. Post-operative bleeding was identified on (B)(6) 2021. The stapler and reload are not able to be returned. A video recording is not available for review. The stapler and reloads were inspected prior to use. The stapler was in use for approximately 30 minutes during the procedure. Nothing out of ordinary was observed. All staple fires were involved with the reported event. No errors/messages were generated when the surgeon was performing the stapling. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The staple line was intact but it was bleeding. The surgical staff used a metal clip on the top of the line. There were no malformed staples. It is unknown which stapler fire is associated with the alleged complication. The tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure. The initial surgery was completed robotically. The blood loss occurred during the surgery, was temporarily stopped by applying a third party metal clip and continued after the surgery. The staple line was inspected prior to the application of the metal clips. A third party metal clip was applied when intra-operative bleeding occurred. The surgeon believes that the cause of the intra-operative and post-operative complications was that the staple line is ¿not efficient enough without seamguard¿. The patient had a hemorrhagic shock. A resuscitation measure and a transfusion of 2 red blood cells and 2 plasma units were administered. The patient did not undergo a defibrillation when the post-operative complications occurred. The amount of blood loss was 1.2 liters. An additional laparoscopic procedure with suction and irrigation of 30 l water was performed to address the blood loss, and a third party metal clip was applied over the bleeding area. The patient's current status was reported to be normal. The location of the bleeding was the gastric pouch, gastro-jejunal anastomosis. The anastomosis was performed hand-sewn with two layers. The linear stapler was not used to create the gastro-jejunal anastomosis. The surgeon did not leave a drain and did not perform an upper gi after the first procedure. The patient underwent a sleeve gastrectomy in the past.